Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative communicated that the customer was called and the customer reported that he has a low blood glucose event of 48 mg/dl on the weekend. The customer experienced pain and bleeding at insertion site when working outside on the garden. He stated that (B)(6) mentioned he might need to change to a different infusion set type. Customer declined transfer for assistance.